Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: a 172 mg/dl, 119 mg/dl and 96 mg/dl. A 68 mg/dl, 148 mg/dl and 155 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.